Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, inadequate fixation, implanting a damaged stimulator, and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, the patient refrained from strenuous activity for 4-6 weeks post-op. The patient has a contraindicating condition of obesity. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported one of their leads started to erode through the skin. Although erosion was not confirmed and no infection was present, the knot around the b lead was pushing against the skin causing a bubble. An explant procedure was performed on (B)(6), 2023, to remove the b lead. The patient still felt adequate stimulation in their pain area so another lead was not implanted. The patient is healing up well from surgery.

Event description:
The patient reported one of their leads started to erode through the skin. Although erosion was not confirmed and no infection was present, the knot around the b lead was pushing against the skin causing a bubble. An explant procedure was performed on (B)(6) 2023, to remove the b lead. The patient still felt adequate stimulation in their pain area so another lead was not implanted. The patient is healing up well from surgery.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, inadequate fixation, implanting a damaged stimulator, and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, the patient refrained from strenuous activity for 4-6 weeks post-op. The patient has a contraindicating condition of obesity. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the knot pushing against the skin and creating a bubble is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA: 2023-0013.